Event description:
It was reported that patient was having problem working with programmer. Patient was feeling rigid and could not walk. Patient went to doctor's office the day prior to this report and the nurse changed the setting on the programmer. The device was on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3387s-40 lot# v014846, implanted: 2007 (B)(6), product type lead. (B)(4).